Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported; patient attended for daily ivab (intravenous antibiotics). No venous return then noticed ooze from PICC line. Reviewed by opat (outpatient parenteral antimicrobial therapy) nurse, and fracture noted at wing area of PICC line. No patient harm. New PICC was required. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the extension leg tubing of the catheter, just proximal to the molded joint. An attempt was made to flush the returned sample with a 12 ml syringe of water; however, the catheter was found to be occluded. A spraying leak was observed emanating from the area of the kink the extension leg tubing. A microscopic observation revealed a very small diagonal split in the extension leg tubing, adjacent and crossing the kink in the tubing. The edges of the split were observed to be straight and distinct, and the fracture surfaces were found to be flat and even. What appeared to be abrasive damage was also observed around the area of the split and kink in the extension leg tubing. The features of the observed split in the extension leg tubing are indicative of damage caused by contact with a sharp and/or metallic instrument. This complaint will be recorded for future trending and monitoring purposes.